Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy to convert atrial arrhythmia. Review of the stored episodes noted the rhythm was detected in the ventricular tachycardia (vt-1) zone at a rate of 153 beats per minute (bpm). Therapy was noted to potentially be inappropriate for possible rapid ventricular response (rvr) due to the atrial arrhythmia. The rate increased to the vt zone at a rate of 172 bpm. The ICD delivered a total of six bursts of atp and six shocks, exhausting all therapy. The rhythm remained in the vt zone. Further review was recommended. Lead measurements are stable and battery longevity is normal. The ICD remains in service and no additional adverse patient effects were reported.